Event description:
Pt had insertion of uvc for less than 24 hours. Discharged in 5-05. Re-admitted with seizures in 7-05. Chest x-ray showed retained portion of catheter. Pt was transferred to another facility for removal. Would like to suggest to manufacturer that tip of catheter be color coded to further assist staff in determining if still intact when removed.